Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 58 mg/dl. Customer drank a 7.5 oz (B)(6). Customer tested her blood glucose level and it is now 88 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked display window, broken reservoir tube lip and cracked battery tube threads.